Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's physician reported via phone call that they was in emergency room due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 387 mg/dl. Customer was in the emergency room on the (B)(6) 2019 was sent home yesterday (B)(6) 2019 around 4pm. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that auto mode feature was not active at time of high blood glucose event. The customer experienced symptoms such as nausea, rigors, chills and vomiting. The insulin pump will not be returned for analysis.